Manufacturer narrative:
UDI no: (B)(4). The associated devices were not returned for evaluation. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to loosening and osteolysis around the stem.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.